Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), ventricular tachycardia ("ventricular tachycardia") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and disability), ventricular tachycardia (seriousness criteria hospitalization and disability) with palpitations, genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("hypothyroid"), fatigue ("chronic fatigue"), back pain ("severe back pain"), memory impairment ("memory issues"), feeling abnormal ("foggy brain"), depression ("depression") and inflammation ("inflammation in the body, especially the neck and back"). The patient was treated with surgery (two heart ablations). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the ventricular tachycardia, genital haemorrhage, hypothyroidism, fatigue, back pain, memory impairment, feeling abnormal, depression and inflammation outcome was unknown. The reporter provided no causality assessment for back pain, depression, fatigue, feeling abnormal, genital haemorrhage, hypothyroidism, inflammation, memory impairment, pelvic pain and ventricular tachycardia with essure (ess205). The reporter commented: disability/permanent damage was also reported as seriousness criterion (unspecified event). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.